Event description:
A peripheral stent (zilver, cook medical, bloomington, indiana, united states; 7 mm × 80 mm) was implanted in the right cfa, preceding the insertion of the impella cp peel -away sheath (14 f × 25 cm), through which single access was provided to minimize the risk of vascular complications. Due to massive calcification found on intravascular ultrasound (ivus), rotational atherectomy (6 passages, 3 times with a 1.25 -mm burr and 3 times with a 1.5 -mm burr), followed by provisional stenting of lm/lad and lad/d1 with the implantation of 2 drug -eluting stents were performed, showing satisfactory angiographic and ivus results common femoral artery (cfa) occlusion: following the onset of acute right lower limb pain 1 hour after the procedure, cta was performed, showing occlusion of the right cfa, which was immediately treated endovascularly, achieving reperfusion and symptom relief. Further hospitalization was uneventful, and the patient was discharged in a stable condition, without coronary complaints or signs of lower limb ischemia. This file will capture 1 case of occlusion.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.